Manufacturer narrative:
Concomitant medical product: 250 ml baxter bag ndc (B)(4), lot y289769, exp may 20 0.9% sodium chloride; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was blood leaking on the top of the drip chamber part of the IV tubing while connected to a patient in the oncology unit. There was no harm to the patient.

Manufacturer narrative:
The customer report of blood leaking on the top of the drip chamber was confirmed. Visual inspection of the as-received set observed dried blood residue atop the blood filter drip chamber and at the engagement of one of the two pvc tubings to its corresponding inlet port on the blood filter drip chamber. Functional testing showed that fluid was leaking out from the engagement of one of the two tubings to its corresponding inlet port on the top of the blood filter drip chamber with the dried blood residue. Further magnified inspection of the leaking engagement identified areas of the outer wall of the tubing end that were not fully adhered against the inner wall of the blood filter drip chamber inlet port. A slight tug of the tubing to the observed leaking engagement did not produce a separation; as well as further tugging of the rest of the tubing engagements. Dimensional analysis of the tubing engagement was measured to be within specification. The root cause of the leak was identified as an assembly issue of insufficient solvent applied at the tubing end of the engagement to its corresponding inlet port on the top of the blood filter drip chamber.

Event description:
It was reported that there was blood leaking on the top of the drip chamber part of the IV tubing while connected to a patient in the oncology unit. There was no harm to the patient.